Event description:
The customer reported that the power supply for her pump has exposed wires and that the pump works fine with the battery pack. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that she did not see smoke or sparking, but did see a flame at the strain relief when she plugged it in. She also indicated that no injuries were sustained as a result of the issue. In summary, a breach in the outer insulation of the cord at the strain relief was present and resulted in an short circuit which caused the cord to flame. As a result of CAPA ca10-049 which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. Eval summary: a visual examination of the cord revealed exposed wires at the strain relief, along with evidence of melting. A visual examination of the transformer revealed to signs of burning or fire, nor any deformation, holes, or openings in the transformer housing. The power supply was plugged in and the voltage across the dc plug was measured at 0.0vdc, which indicates that the power supply is not producing the correct voltage. No smoke, fire, or sparking was observed while the power supply was plugged in. Resistance across the dc plug was measured at 0.4 ohms, which indicates that there is a short in the dc cord. The resistance across the ac blades measured at 60.0 ohms, which is normal and indicates that the thermal fuse did not blow.